Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 77.4 mm abdominal aortic aneurysm. A non mdt stent graft system was also implanted during the index procedure. The aortic neck diameter just below the l renal artery measured 31 mm with sever angulation noted. It was reported during the index procedure, due to no available proximal landing zone just below the renal artery, the endurant stent was implanted from below the superior mesenteric artery (sma), and then the non mdt stent graft was implanted incorporating the bilateral chimney technique to ensure blood flow in the renal arteries. The internal iliac artery was then embolized with coils. On final angiogram a large type ia endoleak was observed. Touch-up was performed with little effect. The physician elected to embolize the renal artery with coils. Touch up was repeated and a final angiogram revealed the endoleak was resolved. Per the physician the cause of the event was anatomy related and commented; the implantation of the non mdt device inhibited sealing of the endurant device leading to a gutter-like endoleak.